Manufacturer narrative:
Approximate age of device ¿ 9 months.  The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was expired due to gastrointestinal (gi) bleeding on (B)(6) 2018. Lvad was turned off on (B)(6) 2018 after a prolonged inpatient stay due to severe gi bleeding. Multiple attempts at coiling and embolization were performed. There were no device issues reported and device was not thought to be the reason for patient expiration. No further information was provided.

Manufacturer narrative:
The device was not returned for investigation. A direct correlation between heartmate ii lvas, and the reported events could not be conclusively established through this evaluation. The heartmate ii lvas IFU lists bleeding and death as adverse events that may be associated with the use of heartmate ii left ventricular assist system. This document provides details regarding the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.